Event description:
User reported false positive result. Negative follow up test the same day. Type of tests not provided. Report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00270, 3014862188-2021-00271, tests1,2 of 3)

Event description:
User reported false positive result. Negative follow up test the same day. Type of tests not provided. Report 3 of 3.